Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to perform operating currents tests due to no button response. Unable to verify battery out limit alarm due to no button response. No moisture damage found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The insulin pump had cracks. The insulin pump may have been exposed to the rain while he was working. Customer's blood glucose level was 136 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.